Manufacturer narrative:
Batch review performed on 08 february 2021 lot 135434: (B)(4) items manufactured and released on 02-july-2019. Expiration date: 2024-06-19. No anomalies found related to the problem to date, (B)(4) items of the same lot have been already sold without any other similar reported event clinical evaluation performed by medical affairs manager: stem and head revision performed 6 years and 5 months after primary cementless total hip arthroplasty in an elderly man ((B)(6) year old at time of revision surgery). In the radiographic image provided, radiolucent lines and signs of stress shielding are visible and the stem looks slightly undersized. The reason of this choice cannot be assessed on the basis of a single anteroposterior radiographic projection. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.

Event description:
Revision surgery performed due to loosening 6 years 5 months after the primary. The surgeon revised the stem and the head. The surgery was completed successfully.